Event description:
During an angioplasty procedure, the balloon "did" deflate properly after deploying the stent. The balloon and catheter were removed as a unit. There was no patient injury and the products (sds and catheter) will be returned for evaluation.

Manufacturer narrative:
Per the reporter, the product is available for evaluation; however, it has not yet been received by the manufacturer. Additional information and the return of the product have been requested from the user facility. Any additional information will be submitted within 30 days of receipt.